Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that calibrations were conducted on the system. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b I-500-01145, serial/lot #: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the geocal on the imaging system failed nav calibration verification twice during a software update. There was no patient present when this issue was identified. After conducting navigation verification, the imaging system prompted recalibration. When reinitializing the geocal, an error message appeared indicating that the geocal was invalid and 3d image acquisitions were not possible. It was noted that the reported issue occurred on both sides of the gantry's calibrations. The reported issue was resolved by utilizing the geocal backup file. There was no patient present when this issue was identified.